Event description:
It was reported via literature that a venous thrombosis occurred post-cryoablation treatment, requiring medication. The cryoablation was performed using a visual ice console and two icesphere needles under local anesthesia and computed tomography (CT) fluoroscopy guidance. The two adjacent renal cell carcinomas (rcc) were ablated simultaneously in two freezing cycles (10 and 12 min), with 2 min of passive thawing in between. After each cycle, the operator confirmed that the target was within a low-attenuation area, known as an ice-ball, on CT scan with sufficient circumferential ablation margin. Some of the liver parenchyma was included in the ice-ball, but the procedure was carried out without any immediate complications. On day 2 post-cryoablation, contrast-enhanced CT revealed a thrombus in the portal vein in segment 6 near the ablated liver parenchyma, and oral anticoagulant therapy (edoxaban, 60 mg/day) was initiated. The patient was discharged on day 4 post-cryoablation without any sequelae, and a follow-up contrast-enhanced CT performed 6 weeks later revealed the resolution of the portal vein thrombus.

Manufacturer narrative:
B3: event date was not provided so the publication date was used kawabata, t., iguchi, t., matsui, y., tomita, k., uka, m., umakoshi, n., and hiraki, t. (2024). Portal venous thrombosis after percutaneous cryoablation for renal cell carcinoma.